Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a bd pyxis medstation es system screen unexpectedly displayed a blue screen, preventing user access critical medication in the middle of a cardiac arrest. The required medication a norepinephrine drip was successfully removed after the device was rebooted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-sep-2021 to 19- sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unexpectedly displayed a blue screen. The technical support specialist reviewed the station logs and applied ka 000011150 deployed 10000357573-00 a patch es win10 application unresponsive, to prevent crashes of the medstation application, confirmed maintenance schedule. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the touch keyboard and handwriting panel service caused the software application to hang. A package was applied to stop and disable the operating system service that causes the crash. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system screen unexpectedly displayed a blue screen, preventing user access critical medication in the middle of a cardiac arrest. The required medication a norepinephrine drip was successfully removed after the device was rebooted. There were no adverse events or injuries reported based on this event.